Event description:
Wishard ambulance, medic I responded to run at 708 n. Luett. After arriving atthe scene, found a 56 y.o. White female with complaint of chest pain. Following protocols, patient was hooked up to our life pak 10, to monitor, record and interpret an EKG rhythm. When the monitor showed "asystole" for an alert & conscious patient, the crew began to check for malfunctions, i.e. 1) loose cables 2) different leads selection 3) gain elevation 4) lowbatteries, but there was no difference in the asystole rhythm. The crew tried unsuccessfully to gain access to another monitor and notified methodist (the hospital of choice for patient) and they advised rapid transport.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.